Manufacturer narrative:
Update to initial MDR.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
.